Event description:
It was reported that a large volume infusor leaked from fill port during the process of setting up the pump. The device leaked while the fill port cap was secured. The device had a fill volume of 230ml and was filled with fluorouracil and 80ml saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 4-5, 2025. H11: the device was received for evaluation. A functional leak test was performed, and no evidence of leak was observed from the fill port or other parts of the infusor unit. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.